Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the patient experienced visual impairment following iol implantation. The patient underwent an additional surgery and a lens explantation and exchange was performed. The device has not been returned. "Iol replacement or extraction" and "deviation from target refraction" are listed in the "adverse events" section of the rayone IFU. There are many factors which may influence the post-operative outcome of the patient including but not limited to; incomplete removal of ovd following iol implantation (capsular block/capsular bag distension syndrome), dry eye during biometry measurement, incorrect product selection, aniseikonia combined with unsuitable lens power selection, wrong lens power caused by incorrect biometry readings/calculations (e.g., previous lasik procedure), incorrect power selection (not using optimised a-constants may be a contributory factor in this scenario - surgeons must always expect to personalise their own constants based on initial patient outcomes, with further personalisation as the number of eyes increases.), posterior synechiae, irregular capsular bag contraction, patient medical history (e.g., glaucoma, pseudoexfoliation syndrome), lens decentration or dislocation, incorrect or unstable fixation within the capsular bag, post-operative rotation of the lens, lens does not fit anatomy of the eye (e.g., too large or too small), capsulorhexis diameter too large and induced surgical astigmatism. Our review of production records for the rayone aspheric rao600c batch 054243655 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 054243655. There is insufficient evidence and information available to determine the root cause of the visual impairment.

Event description:
On 2nd july 2025, rayner received notification from a us healthcare facility of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that post-operatively the patient experienced visual impairment necessitating device explantation and exchange.